Event description:
It was reported that there were concerns this right ventricular (rv) lead exhibited loss of capture (loc). It was noted that the patient experienced lightheadedness. Technical services (ts) reviewed the reported and confirmed that there appeared to be intermittent loc. The threshold was lower than the right ventricular automatic capture (rvac) test threshold. The patient was scheduled to go into the clinic for further testing. The lead remains in use. No adverse patient effects were reported.